Event description:
Atabout 1 year after the primary surgery in the french mss study &ldquo;clinical and radiological outcomes of medacta shoulder system&rdquo;, a total revision surgery was performed due to infection. Medacta products (reverse shoulder system) were implanted during the revision procedure.

Manufacturer narrative:
Batch review performed on 29 april 2026 reverse shoulder system 04.01.0186 short humeral diaphysis - cementless - 13 (k180089) lot 2219878: (B)(4) items manufactured and released on 19-oct-2022. Expiration date: 05-oct-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 2405705: (B)(4) items manufactured and released on 26-jul-2024. Expiration date: 10-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0123 humeral reverse hc liner d 39/+3mm (k170452) lot 2404198: (B)(4) items manufactured and released on 23-may-2024. Expiration date: 28-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0155 glenoid baseplate - d 27x25 (k170452) lot 2403805: (B)(4) items manufactured and released on 21-jun-2024. Expiration date: 09-jun-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0211 lat. Glenosphere 39xd 27 (k193175) lot 2403487: (B)(4) items manufactured and released on 21-may-2024. Expiration date: 05-may-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2409392: (B)(4) items manufactured and released on 27-may-2024. Expiration date: 09-my-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2411143: (B)(4) items manufactured and released on 16-jun-2024. Expiration date: 02-jun-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0157 glenoid polyaxial locking screw - l14 (k170452) lot 2406656: 50 items manufactured and released on 29-apr-2024. Expiration date: 11-apr-2029. No anomalies found related to the problem. To date, 47 items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0157 glenoid polyaxial locking screw - l14 (k170452) lot 2408187: (B)(4) items manufactured and released on 21-may-2024. Expiration date: 02-may-2029. No anomalies found related to the problem. To date, 84 items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0157 glenoid polyaxial locking screw - l14 (k170452) lot 2409387: (B)(4) items manufactured and released on 03-jun-2024. Expiration date: 09-may-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.